Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 42 year old female patient with rp flex support ongoing for right heart failure. During support, there was hemolysis noted. There was a drop in hemoglobin, hemolyzing labs, and concerns for clot ingestion. The team troubleshot with blood product transfusion and pump explant after 28 hours.

Manufacturer narrative:
The investigation for the hemolysis has been completed. Data was not return for review. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of hemolysis was most likely due to biomaterial ingestion based on the clinical description and returned product. The instructions for use for the rp smartassist system with automated impella controller & rp flex with smartassist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ added d9 device return date corrections to the initial MFR report: g1 MDR reporting contact middle name should have been left blank. It was incorrectly stated as abiomed, inc.